Manufacturer narrative:
The meter was returned for an investigation. Replacement product was sent. The investigation is ongoing. Occupation is patient/consumer.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The reporter stated during meter power up, "part of the display is blinking." The "8's are blinking into 7's and some icons are blinking." The reporter performed a display check and confirmed there were no missing segments. The reporter stated there was no moisture or liquid under the test strip guide or in the battery compartment. The reporter confirmed the meter has not been exposed to liquid. Also, the batteries were replaced in the meter. The reporter checked the meter's memory and the results were clearly read.

Manufacturer narrative:
The meter was disassembled for further investigation. The optical inspection of the printed circuit board revealed contamination due to residue of fluid ingress. The investigation found contamination on the battery contacts which caused a power interruption. Therefore, it was not possible to turn the meter on. The error log could not be obtained. Furthermore, the contamination could lead to faded/missing segments on the meter's display. The residue was visible in the area on the printed circuit where communication with the display takes place. The investigation determined this malfunction is related to a user error. For operating conditions, product labeling states: "use the meter at a relative humidity of less than 85%, without condensation." "If you store the meter for a period of time, remove the batteries." For cleaning/disinfecting the meter, product labeling states, "it is important to follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet." To dry the exterior of the meter, "with a lint-free tissue, dry the meter. Wipe away residual moisture and fluids after cleaning the housing."